Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of loss of image due to flashes and lines was unable to be identified, as the event was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing, the subject device flashed with multiple colors and lost the picture with flash lines. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the image problems. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.